Event description:
It was reported that the customer has to go to the emergency room and was hospitalized due to high blood glucose. Customer blood glucose reading at the time of hospitalization was 600+ mg/dl. Customer stated that she feels like she was going to faint due to high blood glucose prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.